Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download was performed, normal device function resumed. The patient was in stable condition and would continue to be monitored.